Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was told that they would be able to walk and that has not happened. The patient stated that the stimulator has helped the symptoms some, but the patient is still up and down. The patient stated that they have a lot of bad days. The patient also stated that their air conditioning, fans, and helicopters affect the ins continually. The patient stated that it hurts really bad, hurts their head, leg, everything, and it is very painful. The patient stated that they were not told it would be affected by everything. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative (rep). It was reported that anytime patient goes around vending machines that the patient 's body shakes and they think it's from the implanted battery. The rep stated the husband is convinced that it is from the battery and is wondering what if the patient has a "spinal leak or something". No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that no steps were taken to resolve the issues. The issues weren't resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.